Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: fujikawa t, uemoto y, harada k, matsuoka t. An efficient saline-linked cautery (slic) method for robotic liver parenchymal transection using simultaneous activation of saline-linked cautery and robotic suctioning: detailed technical aspects and short-term outcomes. Cureus. 2024 mar 29;16(3): e57219. Doi: 10.7759/cureus.57219. Pmid: 38686234; pmcid: pmc11057683. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used.

Event description:
A literature article described a study that evaluated the novel saline-linked cautery (slic) method for robotic liver resection (rlr) and assessed the short-term outcomes. The study included (B)(4) cases that underwent rlr utilizing the slic method in one single institution from (B)(6) 2021 to (B)(6) 2023. The novel slic method is a technique that utilized the bipolar cautery or monopolar scissors while robotically transecting the liver parenchyma. The ball-tipped slic with the electrosurgical vio device was performed by the bedside surgeon. All the procedures were completed and there was no conversion to open hepatectomy, no cases of grade b or c post-hepatectomy liver failure, and no mortality in the entire cohort. It was mentioned that four postoperative complications with clavien-dindo grade iiia or higher occurred. Small bowel obstruction occurred in two cases, intraabdominal hemorrhage in one, and bile leak in another case. There was no mention of the medical intervention that was required for the complications. Intuitive surgical, inc. (Isi) followed up with the designated author of the article who confirmed there were no device malfunctions in any of the procedures and no da vinci devices contributed to the complications.